Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, anxiety/recall.

Event description:
Patient reported right side "textured recall", "swelling, and "pain". Healthcare professional additionally reported "small seroma" and "double capsule". The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Deformation device observed on the device. Red particles observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
The device has been discarded.